Event description:
Customer's blood glucose (bg) rose to 270 mg/dl before lunch and then after it read 360 mg/dl. Upon removing the pod, she noticed the cannula was not inserted into the skin. The pod was returned for evaluation.

Manufacturer narrative:
The returned pod's needle and cannula were found undeployed. Inspection of the pod confirms that a broken component prevented the cannula and needle mechanism to fire properly. Under this condition, the device was unable deliver insulin to the customer. This malfunction is determined to have contributed to the customer's hyperglycemia. Product lot qualification records were reviewed and determined to have met all acceptance criteria. The omnipod user's guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Insulet has initiated an internal investigation into this issue, which is in process as of the date of this report.